Event description:
Complainant alleged that the medics were monitoring a conscious pt (age and gender unk), when the device ECG display indicated that the pt was presenting a ventricular fibrillation heart rhythm, and the ECG went to a flat line. The complainant indicated that there was no adverse effect on the pt as result of the reported malfunction.